Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons have a packaging issue. Half of the string is disconnected from the rest of the tampon, being too short- string [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that half of the tampon string is disconnected from the rest of the tampon. No injury reported.

Event description:
Tampons have a packaging issue..half of the string is disconnected from the rest of the tampon [device physical property issue] . Case narrative: consumer reported via e-mail that half of the tampon string is disconnected from the rest of the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress